Event description:
It was reported that the lead had failure to capture. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the inner insulation was kinked buckled, the inner tubing was kinked/buckled, and the outer insulation had a cosmetic cut, breached cut, and depression. There was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead stretched, and visual analysis revealed apparent explant damage.